Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a break in aseptic technique that resulted in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient took a bath and water entered their line. The patient was hospitalized for the event. Treatment information was not reported. On a later date the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.